Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the observed air could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that there was air in the patient extension line that was connected to an integrated apd set with cassette. There was no alarm associated with the air. This was noticed while the home patient (hp) was connected to the setup. The technical service representative (tsr) found that the patient line was not properly primed when the hp connected, though there was no report of the patient extension line being connected after the priming attempt. The tsr explained to the care giver (cg) that the supplies were compromised and the hp would have to end therapy. The hp was to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.